Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables. The patient acquired peritonitis and subsequently passed away. Eight days after the onset of peritonitis, the patient had been hospitalized for the peritonitis. While in the hospital, the patient experienced a bacterial infection acquired from the hospital. Eight days after the hospitalization, the patient¿s therapy was discontinued. The next day, the patient was placed in hospice care. Four days after being placed in hospice care, the patient passed away due to heart failure. The patient was not on the cycler at the time of death. The patient had not recovered from the peritonitis at the time of death. The cause peritonitis was the break in aseptic technique. An autopsy was not performed. No additional information is available.